Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer stated that bolus delivery was not working. Customer also reported that insulin pump had a crack and it was neither drop nor bumped. Customer was assisted with troubleshooting for high blood glucose level. Current blood glucose was 137 mg/dl. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.